Manufacturer narrative:
The reported guide wire was received at csi for analysis. Visual examination confirmed the guide wire was fractured and the distal spring tip section was not returned. Scanning electron microscopy analysis identified evidence of torsional forces and rotational damage at the fracture site. At the conclusion of the device analysis investigation, the report that the guide wire had fractured was confirmed. It was hypothesized that the spinning driveshaft made contact with the spring tip, causing the fracture. This was consistent with the provided event details which stated that the oad had contacted the guide wire spring tip. The root cause of the fracture was determined to be user error. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system manual instructions for us warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the left anterior descending artery, which was 90% stenosed. During treatment the diamondback coronary orbital atherectomy device (oad) contacted the viperwire guide wire spring tip, and the radiopaque portion of the wire fractured. Two guide wires were used to remove the fragment. The patient was in good condition following the procedure.